Event description:
It was reported that the patient got an external cardioversion due to atrial tachycardia (at). Right after the shock was delivered, an exit block for approximately 20 seconds was observed. After that the exit block stopped and the patient was paced in ddd- mode. Then the at started again and the physician did the cardioversion a second time. Right after the shock, there was another episode of exit block obtained for approximately 20 seconds. It was possible to see, where the external defibrillator patches were placed, because there mild burning marks were visible. The external patch was placed right over the device implanted on the left side. The device was in normal condition the day of the event. It was interrogated after the event and the physician said there was also "nothing special" obtained. There was no notification about electrical reboot. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.